Event description:
While using the novasure, settings were put in, the doctor using the foot pedal was unable to move past the cavity. Manufacturer response for impedance controlled endometrial ablation, novasure (per site reporter): the manufacturer requires a biobox provided by them to return defective unit and when received unit will be returned and replacement product will be shipped to us.